Event description:
On (B)(6) 2013 it was reported that the patient had the vns generator and lead explanted on (B)(6) 2013 due to the following reason: "product does not work/defective". No replacement was implanted. Attempts have been made for additional information; however, no additional information has been received. As it is unknown if the defective product refers to the generator or lead, both have been reported. The malfunction on the generator was reported in MFR #: 1644487-2013-03709.